Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient was having pain at the site since it was implanted initially but the ipg tilting slightly was noticed recently and to address this issue patient underwent surgical intervention on (B)(6) where the ipg pocket site was pushed deeper and packed it down for better placement .

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.